Event description:
The clinician reports the implant was inserted 2026 (b)(6) in ADA 18. On 2026 (b)(6), non-osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: Pain, Mobility, Swelling, Increased Sensitivity and Inflammation. No further patient complications were reported.